Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient programmer. It was reported that for the last couple weeks, when the patient gave themselves a bolus, they had to reconnect to the pump and retrieve pump settings again. The company representative (rep) stated that the patient used to not have to do that every time. The patient was transferred to patient service. The rep had the patient close all the applications and see if that would fix the issue. The rep also mentioned that when they do say retrieving pump settings, it will get to 90% and then get stuck there for a good minute or so before progressing to the last 10%. When the agent inquired event date, the rep stated, 'a few weeks ago,' and reference similar time frame as having to reconnect to the pump again. The rep confirmed that they were first notified today. The agent attempted to transfer back to technical service to review further considerations while with the patient to troubleshoot but the patient in the background became escalated and stated they got this upgraded system, but it was not good. The rep stated that closing all applications every couple week should resolve these issues. They were going to disconnect the call and monitor it for a couple weeks with the patient and call back for assistance as needed. Due to patient's escalation and caller needing to disconnect call, agent unable to obtain handset serial number, pump med, or managing physician. Additional information was received from a healthcare provider via a company representative who reported that per technical services the issue the patient experienced was a known issue and there was no fix yet. They did have the patient close all the apps which seemed to help/shorten the time. The issue was noted to be resolved, and that the patient just didn't like that it took 2-3 minutes to give themselves a bolus.